Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call-in customer service to create RMA for the reported instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue..

Event description:
It was reported that the cable at the tip of mega suturecut needle driver came out and were visible. There was no reported injury. On 04/16/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the wires at the tip of the mega suturecut needle driver came out and were visible. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if instrument was inspected prior to use. Nurse was unsure what surgical task was being performed. The instrument did not collide with any other instrument or tool during the procedure. Multiple cables were visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure.